Event description:
A customer observed imprecise vitros phyt slide qc fluid results on the vitros 350 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There were no patient results reported and there was no report of patient harm as a result of this event. This report corresponds to orth clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the precision of the system with this assay did not perform as expected. An ocd field engineer verified that the analyzer was operating within expected tolerances. It was determined that the operator stored the product in a freezer which could exceed the storage conditions indicated in the assay instructions for use. An alternate slide lot performed within expectations. The most likely root cause of the imprecise results is user error.